Event description:
It was reported via repair work order that the brakes had allegedly malfunctioned. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This is a duplicate of MFR report # 0001831750-2013-03601. The serial number (B)(4) and catalog number 0830000000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2013-03601 for full reporting of serial number (B)(4) and catalog number 0830000000 for this complaint.

Event description:
This is a duplicate of MFR report # 0001831750-2013-03601. The serial number (B)(4) and catalog number 0830000000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2013-03601 for full reporting of serial number (B)(4) and catalog number 0830000000 for this complaint.